Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Conclusion: the healthcare professional reported that during the procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15546) became stuck on the introducer shortly after it was inserted during the coil delivery attempt. The coil was removed from the patient. There was no report of any patient adverse event or complication. The complaint coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. It was observed that the device positioning unit (dpu) was protruding from the introducer. No other appearance of damage nor anomaly was noted during the visual inspection. The marker band was found at 41cm from the hub. This is within specification. The returned device underwent microscopic inspection. The embolic coil was observed to be in stretched condition. The condition of the returned device with the dpu protruding from the introducer and the embolic coil stretched precluded functional testing. A review of manufacturing documentation associated with this lot (l15546) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the complaint coil became stuck on the introducer shortly after it was inserted during the coil delivery attempt. The reported issue was not confirmed with functional evaluation as the device condition prevented it from undergoing functional evaluation. However, the observed stretched condition of the coil under microscopic inspection may be related to the reported issue. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the the attempt to deliver the coil when it became stuck on the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15546) became stuck on the introducer shortly after it was inserted during the coil delivery attempt. The coil was removed from the patient. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in stretched condition. Based on the product analysis on 9/23/2020, this event has been deemed MDR reportable as a ¿malfunction.¿